Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery consumption was noted to be high. This device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of the device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery consumption was noted to be high. This device was explanted, and a new device was placed. No additional adverse patient effects were reported.